Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the pump was explanted and would be returned to the device manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 20 mg/ml at 8.8 mg/day via an implantable pump. The indication for use was not reported. It was reported that the patient called the pain unit because of an audio signal of a critical alarm. The patient did not experience withdrawal symptoms. Interrogation of the pump revealed: motor stall occurred on (B)(6) 2019 at 01:15 motor stall recovery occurred on (B)(6) 2019 at 06:40 motor stall occurred on (B)(6) 2019 at 14:16 motor stall recovery occurred on (B)(6) 2019 at 18:51 there were no environmental, external or patient factors reported that might have led or contributed to the event. Pump replacement was scheduled for (B)(6) 2019. The issue was not resolved. The patient was 45 years and 2 months old. The patient¿s weight was unknown. Information regarding medical history and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.